Event description:
It was reported that the patient underwent an unknown spinal procedure. During final tightening it was reported that the center nut of the crosslink sheared off. The broken pieces were removed and a new implant was inserted without incident. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.